Event description:
It was reported that the device's knob broke away from the handle. There was no impact to the patient or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device's knob broke away from the handle. There was no impact to the patient or significant procedural delays associated with the event.